Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause not established that lead to the malfunction. Date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there is a foreign object that appeared on the inside of the lens. There was no patient involvement.